Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture was observed behind the display. The reporter did not note any damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display. The pump powered up with the appropriate audible and vibratory features with a non-functional display. The audio bolus button cover was found missing and a leak test showed a leak at the bolus button. Pump casing was removed and additional evidence of moisture intrusion was found inside the pump. The investigation was unable to conduct the functional testing due to the moisture damages.